Event description:
Dental assistant reported that a gingival cuff was not sealed properly at stage ii surgery. Bone grew around area. Surgical intervention to remove bone. Dr. Then sealed the cuff properly. Pt is reportedly fine.